Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of rash pruritic ("horrible itchy rashes on hands and palms") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash pruritic had resolved. The reporter considered rash pruritic to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: rash pruritic. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash pruritic ("horrible itchy rashes on hands and palms") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash pruritic had resolved. The reporter considered rash pruritic to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: rash pruritic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash pruritic ('horrible itchy rashes on hands and palms'), coeliac disease ('celiac disease'), systemic lupus erythematosus ('lupus'), diabetes mellitus ('diabetes') and autoimmune thyroiditis ('hashimoto's disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), procedural pain ("ton of pain but I'm done/e-hell free") and abdominal distension ("bloating issues") and was found to have weight increased ("down 35 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the rash pruritic and weight increased had resolved, the coeliac disease, systemic lupus erythematosus, diabetes mellitus, autoimmune thyroiditis and procedural pain outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, autoimmune thyroiditis, coeliac disease, diabetes mellitus, procedural pain, rash pruritic, systemic lupus erythematosus and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: rash pruritic, post procedural pain, abdominal distension, coeliac disease, systemic lupus erythematous, diabetes mellitus and autoimmune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. New event bloating, celiac disease, lupus, diabetes, weight gain and hashimoto¿s disease were added. Essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash pruritic ('horrible itchy rashes on hands and palms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and intervention required) and procedural pain ("ton of pain but I'm done/e-hell free"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash pruritic had resolved and the procedural pain outcome was unknown. The reporter considered procedural pain and rash pruritic to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: rash pruritic, post procedural pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter added. Event : ton of pain but I'm done/e-hell free added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.